Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for normal generator change out procedure. Upon device interrogation, the right atrial lead exhibited noise oversensing leading to inappropriate mode switch. No intervention was performed and the lead remained in use. The patient was stable throughout.